Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) year old male patient receiving intrathecal fentanyl at 24mg/day (concentration asked; unknown) via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications and patient history were not reported. It was reported that there was a volume discrepancy, as the health care provider (hcp) was drawing back more than expected. The actual volume discrepancies were unknown. The patient noted that the hcp was surprised that he was getting so much back. There were discrepancies noted on past refills, specified that at the past 4 refills (since 2015) there has been more drug than expected. It was unknown if it had been longer than the 4 refills. The patient felt that the pump had not been working prior to the discrepancies occurring, and the patient was complaining that the therapy wasn't working right. The hcp decided to do a dye study (done prior to the volume discrepancies), which showed everything was fine. After the dye study the hcp tried several therapeutic boluses, but the patient had no response to them. The hcp was considering changing the medication and was waiting to see if insurance will pay for this change. The patient was still getting some benefit but it was not like when the pump was first implanted. The circumstances, steps taken, and resolution related to the volume discrepancies and pump issue remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.